Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
The customer's father reported via phone call that she was admitted in intensive care unit on (B)(6) 2015 because of her high blood glucose level and ketones. Her blood glucose level was 378 mg/dl but then went up to 415 mg/dl. She had a diabetic ketoacidosis. The customer had abdominal pain. In the hospital she was administered IV drip. The insulin pump was suspended at the time of hospitalization. Her site was sometimes itchy and had blisters. In the alarm history a low reservoir and a no delivery alarms were found. The high pressure test passed. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.